Event description:
It was reported that: the ventilator was being used to ventilate a burn pt. The ventilator was interfaced with another manufacturer's remote alarm system. A disconnect occurred at the breathing circuit y-piece. The remote alarm did not activate and the pt coded. The pt was successfully resuscitated with no adverse affects. The pt later died in 2000 due to burns.